Manufacturer narrative:
On may 21, 2021, mentor became aware of the following, and the corresponding fields, and all other relevant fields have been updated on this form: - the brand name is "(B)(6). - the lot number is "5596847" .- the serial number is (B)(6). - the date of implant was (B)(6) 2006. As per lot number provided, this device was manufactured in the mentor leiden facility in the netherlands. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. However, as this event was already reported, mentor will send this last follow-up report and no further supplemental reports will be submitted thereafter. Manufacturer site fax: +(B)(6). Manufacturer site phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced right side breast implant rupture postoperatively. As a result, the device will be explanted on (B)(6) 2021.